Event description:
It was reported that the right lead had an out-of-range/high-impedance failure during the device activation. In addition, the patient could not feel the contraction on the left side. The x-ray result showed that the left lead had migrated. There was no report of patient harm or injury. The patient underwent revision surgery to replace both leads. All leads were removed, and two new leads were implanted without complications.

Manufacturer narrative:
Mml reference #: (B)(4). Implant date for s/n: (B)(6) : (B)(6) 2024. Manufacture date: 11/29/2023. Received information that the device was discarded. Therefore, the cause of the alleged malfunction cannot be verified. The post-implant images were reviewed. There were no strain relief loops, indicating significant post-operative tension, likely leading to the displacement of the left lead. The device history records were reviewed. No relevant nonconformances were found.

Event description:
It was reported that the right lead had an out-of-range/high-impedance failure during the device activation. In addition, the patient could not feel the contraction on the left side. The x-ray result showed that the left lead had migrated. There was no report of patient harm or injury. The patient underwent revision surgery to replace both leads. All leads were removed, and two new leads were implanted without complications.

Manufacturer narrative:
Mml reference #: (B)(4). Implant date for s/n: (B)(6): (B)(6) 2024. Manufacture date: 11/29/2023